Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that cartridge alarms 5 and 6 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 100-200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.